Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose level ranged from 162-181 mg/dl. Customer continued to use the pump for insulin therapy.